Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2024, the customer experienced an occlusion with her ilet pump. During this time, her dexcom g7 app did not provide any hyperglycemia alerts. At approximately 7:00 am, the customer became almost unresponsive and exhibited symptoms including hyperventilation, dizziness, blurred vision, and difficulty speaking. She was experiencing diabetic ketoacidosis (dka). The customer does not recall her egv at that time, nor whether a fingerstick was performed by her daughter. When ems arrived at approximately 7:34 am, they performed a fingerstick test, which showed a blood glucose reading of 800 mg/dl. Her dexcom g7 app displayed ¿high,¿ yet she reported still not receiving any alerts. Ems administered 700 ml of normal saline (ns) IV, and she was transported to the hospital. At the hospital, clinicians initially suspected a possible heart attack, and an EKG was performed. The customer does not recall additional medications administered during her stay; however, she reported remaining in the hospital for approximately 8-10 hours, after which she was discharged once her blood sugar returned to normal levels. According to the patient, she fully recovered within one week of the incident and reports she is currently doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0724 hyperventilation/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.